Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000483, serial/lot #: none. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed the system would not dock due to the x-stage cover being damage. The damage was due to lowering the gantry while x drive was fully retracted. There were docking pin impressions on multiple spots of the cover. The x-stage was replaced. Invalidated home was performed along with a system checkout. The system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system will not dock and there is fluid leaking from the image acquisition system (ias). No patient was present at the time of the event. Additional information was received stating that the cover was bent, not allowing the system to have free travel of the gantry and impeding the docking procedure. It was bent by site misuse.